Event description:
It was reported that the bedside nurse caring for the patient noticed an electrical fault alarm on the alarm log. The clinical engineer recommended a driveline connector cleaning. A manufacturing representative performed the cleaning at the facility per the manufacturer's instructions. Upon visual inspection of the driveline, the manufacturer's representative found contamination on the connector pins. The controller was also exchanged at the time of the driveline cleaning per procedure. This procedure required that the pump be stopped which the patient tolerated very well. There was no reported patient injury as a result of this event. The driveline remains attached to the implanted ventricular assist device pump and so will not be returned for evaluation. The controller will be sent back to the manufacturer for evaluation.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.